Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-05792. It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation, several episodes of ventricular noise reversion and high ventricular rate (hvr) were noted. The hvr episodes were caused by noise over-sensing and resulted in pacing inhibition. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.